Event description:
Facility material manager reported burette chamber leaked 2-3 drops of (unknown chemo drug) on the floor, near the area where the ball valve is housed. There was no injury or medical intervention to the patient or clinical staff. An attempt was made to obtain specific patient information and medication but no additional data was available.